Event description:
(B)(6) / two separate leakage incidents occurred involving the b. Braun streamline airless system set. One event involved saline leakage during line setup, and the other involved blood leakage shortly after treatment began. Both were linked to a pinhole at the line connection point. Staff identified similar leakage in two different treatments, prompting immediate review of the product. The affected sets appear to have a consistent defect at the connection point. No patient harm occurred; however, the defect increases the risk of treatment interruption, contamination, and blood loss. Reporter job title: rn / additional product details: 2nd lot number-0062052715, serial number-(B)(6). Pt: 4582. Device: 1250, 2292, 1504. Ref: mw5189465.